Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8171142. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that after insertion it was discovered that the catheter was damaged and there was blood leakage with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for posterior circulation ischemia and was treated by infusion. Operating nurses used venous indwelling needle to puncture and establish venous passage on patient¿s right forearm. After successful puncture, blood exudation was found at the trigeminal point of the indwelling needle catheter. The examination found that there was damage. After communication with patients, the indwelling needle was taken out immediately and replaced with the indwelling needle to perform puncture and infusion treatment. Which did not affect the patients.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion it was discovered that the catheter was damaged and there was blood leakage with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was admitted to the hospital for posterior circulation ischemia and was treated by infusion. Operating nurses used venous indwelling needle to puncture and establish venous passage on patient¿s right forearm. After successful puncture, blood exudation was found at the trigeminal point of the indwelling needle catheter. The examination found that there was damage. After communication with patients, the indwelling needle was taken out immediately and replaced with the indwelling needle to perform puncture and infusion treatment. Which did not affect the patients.